Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a temperature probe cover. The customer reported that these stickers are coming off and do not adhere well at all. The customer further reports that the baby was not harmed, they just noticed overheating. The customer advised that they ended up switching out the probe covers and turning down the bed.